Manufacturer narrative:
This report is associated with argus case (B)(4), corega ultra cream. Corega ultra cream is marketed as super poligrip cream in the us.

Event description:
Suspicion of bronchoaspiration [aspiration bronchial]. Case description: this case was reported by a dentist via sales rep and described the occurrence of aspiration bronchial in a (B)(6) male patient who received triple salt dental adhesive cream (corega ultra cream) cream for product used for unknown indication. On an unknown date, the patient started corega ultra cream. On an unknown date, an unknown time after starting corega ultra cream, the patient experienced aspiration bronchial (serious criteria gsk medically significant). On an unknown date, the outcome of the aspiration bronchial was unknown. The reporter considered the aspiration bronchial to be related to corega ultra cream.